Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively, following a laparotomy eventration cure with prostheses, the patient experienced intense pain in the stomach and lower abdomen, persistent postoperatively. The pain extended to the navel area and was subcutaneous, resulting in an inability to walk, sit, or bend over for long periods. The patient reported emotional distress, including crying due to pain, inability to play with grandchildren, inability to wear a belt, sleep disturbances with tossing and turning, and extreme fatigue secondary to pain and lack of sleep. Morphine and painkillers were used to manage the pain, but there was a lack of improvement, indicating pain refractory to treatment. A voluminous and hyperalgesic parietal hematoma developed postoperatively, attributed to a violent effort to lift, and was accompanied by arterial hemorrhagic oozing from a branch of the epigastric artery. The patient required drainage of the parietal hematoma and control of arterial bleeding, which were performed through partial reopening of the periumbilical median incision, evacuation of the hematoma, suturing of the bleeding artery, and closure of the musculoaponneurotic plane. Samples were taken for bacteriological purposes during the hematoma drainage procedure. The prosthesis was not exposed during the intervention. The patient had a pre-existing old ileostomy scar and reported subcutaneous pain at the level of the navel. Due to ongoing issues, a recommendation for possible reoperation was made. The patient expressed significant psychological impact.